Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low c-reactive protein (crp) and ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.